Manufacturer narrative:
The device has not yet been returned for analysis therefore conclusion code no longer applies and result code no longer applies. If additional information and/or product is returned a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. On an unknown date in (B)(6) 2016, the pump reverted to safe state. The patient exhibited signs of baclofen withdrawal with a sudden onset. The pump was recovered from safe state to buy time. An emergency pump replacement was performed on (B)(6) 2016. Additional information was requested regarding medication information, patient medical history, troubleshooting performed, the cause of the safe state, and actions/interventions taken. A supplemental report will be submitted if additional information is received. Additional information was received from a healthcare provider (hcp) via a company representative. The pump was delivering gablofen 2000 mcg/ml; 390 mcg/day. The start date was (B)(6) 2009 (implant). Medical history includes timomatic paraplegia, cervical sphinx. The pump was in safe state (B)(6) 2016 13:43. The patient was in his garage at the time of the pump returning to safe mode. The patient used a garage door opener and both porter cable electric drill and (B)(6) battery powered cordless drills at the time. The patent was in his power wheelchair. The next day the patient felt itching and tingling over his back and some random spasticity but no sudden increased tone. The next day the patient had marked spasticity and increased tone despite a trial of valium 25 mg total. At the emergency room thesafe mode was found. The cause of the safe state was not determined. The physician suspected that the electromagnetic interference (emi) might have caused the pump to malfunction. Troubleshooting was interrogation and clinical response. On (B)(6) 2016 the hcp programmed a 120 mcg bolus and increased the rate to 600 mcg/day. Forty minutes later the clinical withdrawal had resolved. Document contained no new reportable information. Additional information was received from a company representative. The pump was returned to the manufacturer. Documents contained no new information.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.